Event description:
It was reported that the device exhibited a longevity overestimation and mentions the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. The device was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was above elective replacement indicator (eri) upon receipt. The user¿s manual states not to implant device if ¿use before date¿ has exceeded. Analysis of the device image and interrogation provided indicated autocapture was enabled during the implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not reveal any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.